Manufacturer narrative:
Pt. Identifier: corrected to (B)(6). Lot #: corrected to unknown lot number as the device is lot based. Unknown serial number does not apply. Eval code-conclusion: added 4315 to replace previously reported 67. Conclusion: vascular access related complications, such as hematoma, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the available information, an assignable root cause of the vascular complication could not be determined, however it was reported that the correlation with the device was considered improbable. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Pt. Identifier: corrected to (B)(6). Lot #: corrected to unknown lot number as the device is lot based. Unknown serial number does not apply. Eval code-conclusion: added 4315 to replace previously reported 67. Conclusion: vascular access related complications, such as hematoma, are a known potential adverse patient effect per the evolut system instructions for use (IFU), and are typically related to patient factors (anatomy, comorbidities, etc.), and/or procedural effects (sheath used, user technique, puncture cut location). Based on the available information, an assignable root cause of the vascular complication could not be determined, however it was reported that the correlation with the device was considered improbable. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information was received and indicated the injury occurred at the end of the procedure but the correlation with the ¿device¿ was considered improbable by the reporter. No further information was available. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
No product was returned. Without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that five days following the implant of this transcatheter bioprosthetic valve a moderate widespread hematoma developed. Traditional hemostasis was unsuccessful and right femoral hemostasis was obtained with a stent implantation. No additional adverse patient effects were reported.